Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent/kinked cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl between 37 and 48 hours of wearing the pod. The reporter stated the pod was leaking and upon removal from their abdomen they noticed a fold in the cannula. The patient was able to resume treatment.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The housing vent was damaged on the bottom housing of the pod. The exact cause and timing of this damage could not be determined. The reservoir was observed to be damaged as a result of the damage to the housing vent. Due to the external housing vent damage and internal reservoir damage lining up, we can conclude there was post use damage. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed.